Event description:
The reporter contacted animas on (B)(6) 2014 reporting a history settings issue. The reporter stated that the patient had a blood glucose (bg) of over 500mg/dl with symptoms of dehydration and blurred vision. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) reviewed the pump and the basal delivery totals in total daily dose do not match active basal program total. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/29/2014 with the following findings: the last basal delivery was on (B)(6) 2014 at 02:59am, unacknowledged ¿144¿ empty cartridge warning is observed on (B)(6) 2014 for a 7hr length. Total daily dose adds up and reflects the programmed basal rate target. The pump reflected 24u after a 24hr on 1u/hr duration test, no eaw occurred, the product delivers within specifications. The boluses were performed and recorded correctly. The keypad is undamaged and properly responsive. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.